Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was re-admitted to the hospital due to a device infection. The patient's wife reported that the patient was treated with intravenous antibiotics and the device system remains in service. Further information from (B)(6) noted that the patient had a follow-up appointment with his cardiologist (post hospitalization) and no apparent infection was present and the device was functioning normally. The patient will continue with routine follow-up appointments.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.